Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Madanipour, s., howard, l. C., masri, b. A., greidanus, n. V., garbuz, d. S., neufeld, m. E. (2024) outcomes of liner exchange versus component revision for the treatment of stiffness following primary total knee arthroplasty. The journal of arthroplasty 40(4)1014-1020 https://doi.org/10.1016/j.arth.2024.10.014. B3: event date: date of publication. D10: concomitant devices - unknown persona articular surface catalog#: ni, lot#: ni. Unknown persona tibial component catalog#: ni, lot#: ni. E1: contact: journal article correspondence author. G2: report source: foreign - event occurred in canada. H6: component code: proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two (2) patients underwent knee arthroplasty revisions to address stiffness and range of motion. Attempts have been made; however, no additional information is available.